Event description:
Additional information obtained stated, the patient received assistance from their doctor or manufacturer representative and their concerns were resolved. If additional information is received, a follow-up report will be sent.

Event description:
It was reported there was stimulation in the wrong location where the stimulation had been moving up the patient¿s back and around his ribcage. The patient said it worked, but not where it ought to be and his back hurt. The stimulation had not worked right since the patient had been in the hospital in (B)(6) 2014. It had been getting worse and worse. The patient stated he had programs 1 and 2 and had it at 3.4 for his back and 1.6 for his leg. Turning the stimulation up did not help. The patient could turn it up so it became so uncomfortable that he could not get out of the chair. It was noted the patient had a bad leg prior to getting his implantable neurostimulator (ins), and that he needed to meet with the manufacturer's representative to adjust stimulation every once in a while. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).